Event description:
Boston scientific crm received information that this 4136 right atrial (ra) lead became dislodged three months and thirteen days post implant. This lead was explanted and a new lead was successfully implanted. To date, no adverse patient effects were reported.